Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient invlovement in the reported malfunction.